Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 502 mg/dl back to back with a result of 58 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time, another comparative test of 488 mg/dl was performed back to back with a result of 53 mg/dl with 10 minutes on the same system. Reporter stated that at a different time, another comparative test of 581 mg/dl was performed back to back with a result of 210 mg/dl within 10 minutes on the same system. Reporter stated that the customer self-treated with orange juice and toast with the first two incidents. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.